Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling tool side was worn out. It was further observed that the rotating sleeve, coupling and seals were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty material. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, shortly after the last cut, it was observed that it was not possible to remove the saw blade from the battery oscillator handpiece device. The reporter indicated that the moving bolts in the saw head were mentioned. The battery oscillator device was in use with a battery casing device and sterile cover device. However, the reporter stated that the alleged malfunction was only related to the handpiece. There were no delays to the surgical procedure as a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.